Event description:
It was reported the needle came off the suture while loading. The procedure was completed with a "mayo" needle.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.